Event description:
An acumed clavicle plate was implanted approximately 6 months ago for a nonunion. Post placement, the plate broke. The broken plate was removed from the patient on (B)(6), 2010. Two plates were implanted to replace the broken plate (one superiorly and one anteriorly), and a bone graft was required.

Event description:
It was reported that the device was explanted after an implant duration of approximately 16.40 months. Through the operative report, it was learned that the device was explanted due to perivalvular leak.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had two other devices explanted; please reference the other medwatch reports filed under serial number (B)(4) and (B)(4). The event was learned through implant patient registry. Through follow-up with the health care provider (via fax), the requested operative reports were received. The device history record (DHR) review is currently in process.